Event description:
It was reported the insulin pump was beeping and no alarms were noted on the device. Setting on the device were rechecked, customer changed some settings. Customer's blood glucose was 6.9mmol/l. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.